Manufacturer narrative:
Single reporter (B)(4). Tip of the catheter was found broken off and returned to manufacturer together with the shaft. Close observation of the broken tip suggested that the tip was torn off by the force to expand the tip from inside to outside. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information and the outcomes of the investigation, it is inferred that a balloon dilatation catheter was inflated at the tip of this guiding catheter, to the larger dimensions than the inner diameter of the tip of the guiding catheter, at a high inflation pressure, resulting the inflation force working to the tip of the catheter, and tip was torn off by the force exceeding the product design limit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly, in the pci procedure to 99 percent occluded heavily stenosed lesion at #1, ostium of rca, unknown stent was delivered and deployed using unknown device. When post-dilatation was performed at 25atm with unknown stent delivery system, separation of tip of the subject catheter was observed. Separated tip was retrieved out by snare. Patient is in stable condition with no complication.